Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0ansy, implanted: (B)(4) 2013, explanted: (B)(4) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect. The lead migrated out of position two times and then was revised on (B)(6) 2013. The system was then replaced in (B)(6).